Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customers blood glucose level was 87 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Customer declined further follow up from tandem technical support.